Event description:
2 cases have been reported regarding concern for new kocher clamps purchased by the hospital. In both cases, staff report when applying the kocher clamp to the fascia, the clamp sliced through the fascia, tearing the tissue. Manufacturer response for surgical clamp, jarit (per site reporter). The vendor has been on site to view the clamps but no response at this time.